Event description:
It was reported that, " a new constrained liner was put in cup. The new liner would not engage. The tritanium solid back cup was removed. A new cup was placed in gap cup at a different orientation. The constrained liner was then placed in the new cup and seated. A new 22 v-40 head was placed on proximal femur and relocated into cup."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.